Event description:
Patient presented to the physician with pain in the neck and head region. Physician prescribed pain medication. Patient presented back to the physician with continued pain. Physician brought the patient into the operating room and removed the entire inspire system.